Event description:
It was reported that during an interventional procedure of the right coronary artery in a mildly tortuous, mildly calcified, 90% stenosed, concentric de novo lesion, after pre-dilatation, the xience v 2.5x18 stent was implanted at the lesion without issue. A voyager nc balloon was used after post-dilatation, but ruptured during the first inflation at 6 atmospheres. A non-abbott 2.5x15 balloon catheter was used without incident. There was no reported pt effect. No additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices, the implanted stent and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the eval in determining a cause for the experienced rupture. A definitive cause for the reported balloon rupture could not be determined; however, there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event and all lot release testing met mfg criteria. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.